Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported that in 2019, she experienced a stoma site infection with stoma site pain, redness, and irritation. Duodopa therapy was discontinued and the patient was treated with 2 courses of oral cipro daily and required drainage. On (B)(6) 2019 after taking the 2 courses of cipro and drainage, t he stoma site pain, redness and irritation resumed again. A culture was done and was (B)(6) for (B)(6), with pantoea species, susceptible to cipro. On (B)(6) 2019, the patient began treatment with bactrim ds. No further information was available.